Event description:
During routine preventative maintenance, it was found that the console would not operate in ac mode. Possible power line problems were experienced at the hosp. The fuse that was blown was replaced.